Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ rupture: observed broken on posterior side assessed as surgical impact opening (shell thickness was within specification). Additional observations: ¿ stress marks observed. No further actions are required as the device was implanted additional, changed, and/or corrected data: a2, d9, e1, h3, h6.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted and replaced.